Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. A 12mm x 3.25mm nc quantum apex balloon catheter was inserted and was initially inflated to 24 atmospheres. It was then deflated, viewed, repositioned and was re-inflated to 20 atmospheres but the pressure eventually dropped down to 18 atmospheres. The balloon was again re-inflated to 20 atmospheres but as reported, the pressure did not advanced. Fluoroscopy was performed and the physician have thought that the balloon could possibly bursted. The balloon was completely deflated and was pulled out. Upon complete removal of the balloon catheter, the physician observed a small hole in the balloon. The patient experienced an adverse outcome and underwent an emergency surgery.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. A 12mm x 3.25mm nc quantum apex balloon catheter was inserted and was initially inflated to 24 atmospheres. It was then deflated, viewed, repositioned and was re-inflated to 20 atmospheres but the pressure eventually dropped down to 18 atmospheres. The balloon was again re-inflated to 20 atmospheres but as reported, the pressure did not advanced. Fluoroscopy was performed and the physician have thought that the balloon could possibly burst. The balloon was completely deflated and was pulled out. Upon complete removal of the balloon catheter, the physician observed a small hole in the balloon. The patient experienced an adverse outcome and underwent an emergency surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection of the returned device revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material and the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as the balloon was inflated above rated burst pressure. (B)(4).